Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were sticking and not responding. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.